Event description:
It was reported that the pacemaker device and non-boston scientific right ventricular (rv) lead, exhibited low out of range pacing impedance (less than 200 ohms), failure to capture and under-denting. Normal thresholds measurements, and no pacing inhibition reported. Lead integrity testing with proactive maneuvers was completed. A technical service (ts) consultant provided recommendations to perform a save to disc and send it in for analysis. This was not completed by the physicians office, at this time. The device remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).